Event description:
It was reported that a patient, male, underwent an atrial fibrillation paroxysmal procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During procedure, an hra-cs catheter (non bwi product) was placed in the ra, brockenbrough was then conducted with soundstar catheter. The catheter was then placed inside the rspv and ripv. After that, ablation was performed by 24 w. For 30 sec. On the anterior wall and 15 w. For 30 sec. On posterior wall with smarttouch catheter. After pv isolation was finished, approximately 100 times ablated, the blood pressure dropped and effusion was confirmed by echo of the soundstar catheter. A pericardial drainage was performed and the blood pressure was recovered. There is no further information about the hospitalization and regarding patient status. The physician¿s opinion regarding the cause of this adverse event is unknown; however, no anomalies were found on the products before inserting into the patient or during the use of them.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot number was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: product: carto® 3 system, us catalog # fg540000m, serial # (B)(4); product: lasso® 2515 nav variable catheter, us catalog # ln222515ct, lot # 17014952l; product: soundstar® 3d diagnostic ultrasound catheter, us catalog # sndstr10g, lot # g3029022. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).